Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that they have no delivery alarm. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify motor error alarm and audio/vibrate anomaly due to buttons not responding. Insulin pump received with minor scratched lcd window and cracked case display window corner. Motor passed motor test. (B)(4).